Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer's blood glucose was 222 mg/dl at the time of incident. Customer reported that they experienced high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer treated with manual injection. Customer perform high pressure test they detect an occlusion. Customer reported that the drive support cap appears normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.